Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, scratched keypad overlay, cracked battery tube, cracked case near belt clip rails corners, cracked battery tube threads, broken belt clip rails, missing retainer and missing reservoir tube o-ring. Analysis was unable to perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a cosmetic damage. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.